Event description:
It was reported that the patient had an inappropriate shock due to oversensing. This was found during an office follow-up. The event occurred last summer, and there have been no additional shocks since then. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via a wide intrinsic morphology. Technical services advised some programming options for this patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing. This was found during an office follow-up. The event occurred last summer, and there have been no additional shocks since then. There were no additional adverse patient effects. The system remains implanted.